Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 45 mg/dl and 90 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she had the symptoms of being sweaty, cold chills, and spotty vision. Reporter stated that she self-treated with jello. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Pt was revised to address a broken stem.